Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an operating room (or) staff contacted an intuitive surgical, inc. (Isi) technical support mid-procedure to report they had been getting intermittent recoverable errors on the universal surgical manipulator (usm) arm 2 when moving the camera. Logs indicated error 32097 on the axes controller, motor (acm) in the usm 2. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. The unit was tested on an in-house system and triggered error 319 and 1126. The unit was also tested on the patient side cart fixture test platform (pftp) and failed fiber test on axes controller spar (acs) down / axes controller carriage (acc) up (rolling loop). A gold rolling loop fiber cable was installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The system logs also showed errors 1126, 32097, 25730, 31226 and 31199. The rolling loop is consistent with the reported event and is the root cause of this issue. The probable root cause is attributed to communication errors from the rolling loop fiber cable located within the usm.

Event description:
Refer to h11 for follow-up information.